Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received four inappropriate shocks from their first device and had to go to the hospital to have the device adjusted. The patient stated that they were sedated and they tested the defib and the device remained in use. No further patient complications have been reported as a result of this event.